Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage to the keypad traces during visual inspection. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm on the insulin pump. The customer was unable to clear the alarm by pressing the esc and act buttons. The customer stated that they did not press any button for three minutes or longer. The customer stated they used an energizer alkaline battery. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction until the replacement insulin pump arrived. Nothing further reported.